Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on radius and calcification (approx. 10%). Microscopic analysis was performed which identified: striated opening on anterior, posterior and radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii/IV. Device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Device has been explanted and replaced.